Event description:
During the performance of a right knee arthroscopy with removal of loose body, an arthrocare super turbovac 90 (which was refurbished by ascent healthcare solutions) was used. During its use, the black sheath that covers the wand began to migrate over the tip of the wand. The energy that is emitted from the end of this wand began to melt the sheath. The wand was removed from operation and a new one was opened and the case completed.reprocessor was contacted and representative was aware of 3 other instances with other lots.======================health professional's impression======================the black plastic sheath covering the length of the device moved toward the tip of the device. The black sheath that covered the tip and was "melted" at the tip.will return to ascent healthcare solutions (reprocessor)